Event description:
The customer reported to olympus that while using the evis lucera elite colonovideoscope, the image suddenly went dark. There was no patient harm associated with the event. The device was returned and evaluated, and residual liquid (foreign material) was coming out of the auxiliary channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to residual liquid (foreign material) found to be coming out of the auxiliary channel, it was found that water could not be supplied due to the auxiliary channel damage; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob did not meet the standard value, the bending section cover had a scratch, the adhesive of the bending section cover had a chip and a white clouded area, the adhesives around the objective lens had a white clouded area, the adhesives around the light guide (lg) lens had a white clouded area, the nozzle was deformed, the plastic distal end cover had a dent and was scratched, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning (handling issue) olympus will continue to monitor field performance for this device.